Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet as functional evaluation could not be completed due to the identified self-activation of the cannula. The bent bumper likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device self-activated when both slides were locked in the primed position. The device was not dry fired and a coaxial was not used. The procedure was completed with another device. There was no reported patient injury.